Event description:
It was reported that the polyclinique experienced an issue with healon gv. The patient had surgery for a cataract on the left eye and three (3) days post operatively, an infection was noticed. Diagnosis of a corneal abscess and endophthalmitis with pseudomonas aeruginosa; the patient was re-hospitalized. The customer also suspected the intraocular lens (iol) implant of being the cause of this endophalmitis. Endophalmitis at day four (4) with corneal abcess near the incisions. The patient had functional visual loss. On post operative day 1, patient was reported with a satisfactory post op condition. On post operative day 3, pain was reported. No further information provided.

Manufacturer narrative:
Concomitant product: healon gv has been reported under a separate medwatch. (B)(6). (B)(4). Placeholder.

Manufacturer narrative:
Further information received from the hospital confirmed that all products/tools used during the surgery have been under investigation in order to find what was the possible cause of this infection but it seems that none of the products/tools used during surgery can be involved in this issue it's more related to a post op contamination.

Manufacturer narrative:
Expiration date: 1/13/2017.manufacturing date: 1/13/2013.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device manufacturing record was reviewed with the following results: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. The documentation shows that the p/o was manufactured according to specifications. No deviations or nonconformance (ncr) was generated. In manufacturing at the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification. Process and/or material changes: a review of the raw material / manufacturing procedures in change control system was done during the period when this p/o was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. Sterilization records: the production order was sterilized in lot a2000120. The sterilization record for this lot was reviewed and no deviations that could affect the sterility assurance were identified. Environmental: no environmental action was found for cii acrylic clean room class 1,000 for the week when this p/o was processed. Complaints trends: no other investigation has been received for this p/o. A review of the last year from the month when this complaint was received showed no adverse trend for this complaints type and model. No further investigation is required. Conclusions: the manufacturing record and related documents shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.